Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the cartridge compartment was cracked/damaged. It was noted that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: the pump was returned with no evidence of physical damage to the cartridge compartment or cartridge compartment threads. The cartridge cap was able to be secured appropriately to the cartridge compartment. The returned battery cap threads were found to be stripped and the battery cap was not able to be secured to the pump. A test battery cap was used to complete all testing. The complaint that the cartridge compartment was cracked/damaged was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.